Event description:
On (B)(6) 2013 patient reported there is pooling around the infusion site for the infusion device. Patient stated the infusion set cannula is not broken but bent when she removes it. Patient is new to pump therapy. Patient reported she has gone through about 10 infusion sets because of this issue. Patient stated her blood glucose level is spiking when this occurs and she will have to remove the infusion set and insert a new one and then her blood glucose level will return to normal. Patient reported her blood glucose level was at 350 mg/dl earlier today and she attempted to bolus and saw that there was pooling of insulin around the adhesive on the infusion set. Patient stated she last changed the infusion set on sunday. Patient reported about an hour ago her blood glucose level was 348 mg/dl so it is going down now that she has changed the infusion set again. Patient's normal blood glucose level was not provided. Advised patient on proper insertion, different types of infusion sets, and the insertion assist device. Patient stated no outside assistance was needed to treat her elevated blood glucose level. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result a returned head set was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.